Event description:
It was reported to medtronic neurosurgery that the patient had the device implanted after having had hydrocephalus for over a year. According to the report, after two weeks after the operation the patient¿s symptoms had not improved and underwent treatment with an external drainage system on (B)(6), 2013. The report states that tests showed the device was occluded, and a revision procedure was performed to replace it. According to the report, following the revision the patient improved and was able to return home.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.